Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler the ok, stop, and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid within the cassette compartment during the internal inspection; however, there were no burrs or sharps in cassette area that may have punctured a cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. The power cord was properly connected in both ends and cycler plugged directly into a three prong wall outlet. The cycler was moved to a new outlet, however the screen remained blank. There were no reported power outages in the home or area. The ok and stop buttons were reported to be lit up on the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment option was available. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.